Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl due to an unknown cause leading to an emergency room (ER) visit and a subsequent hospitalization. Prior to the ER, the customer consumed carbohydrates and glucagon to address bg level. While in the ER, the customer received treatment in the form of "shicoaffective, diabetic mellitus type 1, harbayomysl, pharmacon and hrabeomyolysis". The customer was released from the hospital 2 days later. The customer's healthcare provider alleged that the issue was due to an unspecified pump issue. The customer reverted to manual injections for insulin therapy.